Event description:
It was reported that the patient alleged that the implantable pulse generator (ipg) had moved three months post-implant surgery. There was no patient harm or injury. The patient requested that the ipg be re-sited. The patient underwent a surgical procedure to re-site the ipg without complications. The device remains implanted and functional.

Manufacturer narrative:
(B)(4).